Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on her left side on or about (B)(6) 2008. On or about (B)(6) 2008, patient experienced pain, numbness and loss of mobility. Patient has not yet scheduled an explantation of the asr hip implant. (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised to address acetabular cup loosening and pain. Dor: (B)(6) 2012. (B)(6) 2012 - patient's operative notes received. Moderate reactive fluid and tissue were noted with gray staining and murky whitish appearing fluid. The bone in the socket showed moderate osteolysis. The femoral head has been added to the complaint. There is no new product information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.